Manufacturer narrative:
The ise system is calibrated every 8 hours followed by a qc run. Qc results have been intermittently out of range prior to the event, however, when repeated the result were within the established range. A bci field service engineer (fse) cleaned and replaced parts on the unit. Fse removed an additional quad ring found in the co2 electrode. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high chloride (cl) and low calcium (ca) results generated by unicel dxc 800 pro chemistry analyzer. The samples were repeated and lower result was obtained for the cl and higher result for the ca. Amended report was initiated. The erroneous results were reported out of the laboratory. Patient treatment was not impacted by this event.